Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) screen has color-vertical lines on right side . There was no patient harm reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer investigated the customer's complaint with the screen has colored vertical lines on the right side. Fse was able to verify the vertical lines and also the touchscreen is non-responsive. There is no physical damage to the touchscreen assembly and any fluid damages. With reviewing the logs, fse had verify the fault code 63 that refers to the touchscreen failure. Replaced touchscreen assembly and calibrated. Functional tested without any further issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.the defective components were received for further investigation. The failure analysis and testing department received touchscreen assy, 12.1¿ with a reported unit failure touchscreen has colored vertical lines on the right side. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the part number touchscreen, in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Found that the touch screen has colored vertical lines on the right side. The failure analysis and testing department verified the failure of the touch screen. The touch screen is defective.retaining touch screen in the failure analysis dept. Per procedure 0002-07-008 rev aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.